Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized or if they were treated for the event. At the time of this report, it was not reported if the patient as recovered from the event. Additional information was requested, but is not available at this time.